Event description:
According to the reporter: the mouth of the endoclip was broken off to one side causing a split in the port along the length of the shaft. A new product and port were used to finish the procedure.

Manufacturer narrative:
(B)(4).